Event description:
Affiliate reported that when the doctor tried to untie the suture, which tied the tube, the tube was broken and internal wire was exposed. The device was replaced by another icp sensor. Monitoring continued.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: device received in three pieces. Catheter material has been stretched, mashed and broken. Internal catheter wires exposed and broken. No testing was possible. Based on the above evaluation it appears that the device was inadvertently damaged by the customer during use. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.